Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filter allegedly failed to expand. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One of the reported patients is a female; age and weight was not provided. Age, gender and weight for the remaining patient was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The product classification code for the denali filter product is identified in d2. The lot number for the 2 malfunctions were provided and lot history reviews were performed. The devices were not returned for evaluation for both malfunctions, however, one of the reported malfunctions provided images and movie for further review. Failure to expand was confirmed for one device. The investigation for the other device was inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model dl950j vena cava filter allegedly failed to expand. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One of the reported patients is a female; age and weight was not provided. Age, gender and weight for the remaining patient was not provided.